Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four and a half months post implant, the patient experienced an irregular pulse and the implantable pulse generator (ipg) was suspected pf not, "working." The ipg remains in use. No further patient complications have been reported as a result of this event.